Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low out of range shock impedance measurement. All measurements during the clinic visit were within normal limits and the physician elected to monitor the system. This ICD remains in service at this time. No adverse patient effects were reported.